Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient¿s spouse that the patient¿s heart rate was currently in the thirties and would like to have the patient¿s implantable cardioverter defibrillator (ICD) checked to see if it is working or not. The ICD remains in use. No further patient complications have been reported as a result of this event.